Event description:
A nurse reported the equipment presented low aspiration and low pressure during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system. There was no alarm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).